Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring chest tube placement and hospitalization. The patient had a medical history of coronary artery disease. The biopsied lesion was 1.9 cm in size and located in the right upper lobe, next to the fissure. The lesion was suspicious for cancer. Per the physician, the pneumothorax occurred due to the nature of biopsying peripheral nodules and the pneumothorax could have potentially occurred via another biopsy modality. The patient experienced pain. The pneumothorax was identified post-procedurally and it was large; therefore, a 14 french chest tube was placed to resolve the pneumothorax. The patient was discharged the next day. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available.